Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure. Device location of device: slightly movement, migration of essure device location of device: slight movement"), pelvic pain ("pain") and coeliac disease ("autoimmune disorder type of disorder: celiac") in an adult female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included overweight and hemorrhagic ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), mood swings ("hormonal changes describe: bad mood swings"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast and by regularly"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (full), right salpingectomy, oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, coeliac disease, mood swings, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and weight decreased had not resolved. The reporter considered allergy to metals, coeliac disease, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in the dates of removal: (B)(6) 2013 as per pfs, (B)(6) 2014 as per mr. Trailing coils: right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). On an unknown date, ultrasound pelvic transvaginal showed linear, hyperechoic structure in the right aspect of the uterus is likely an essure device, possibly extending into the cornea. The left essure device is not visualized sonographic ally. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure. Device location of device: slightly movement, migration of essure device location of device: slight movement') and pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included allergens nos and salbutamol (albuterol). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In 2011, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/huge clot during periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: bad mood swings"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast and by regularly"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), coeliac disease ("autoimmune disorder type of disorder: celiac"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), bacterial vaginosis ("bacterial vaginosis"), fibrocystic breast disease ("fibrocystic breast disease"), abdominal pain ("abdomen pain"), infection ("I have ton of infection"), headache ("chronic headaches"), hot flush ("hot flashes"), secretion discharge ("mucus discharge"), cyst ("found cyst"), menstruation irregular ("I had been off my periods for 2 weeks") and feeling abnormal ("brain fog") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and benign breast neoplasm ("benign tumor in both breast"). The patient was treated with surgery (hysterectomy (full), right salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, coeliac disease, mood swings, menorrhagia, vaginal haemorrhage, allergy to metals, dyspareunia and weight decreased had not resolved, the pelvic pain, vulvovaginal mycotic infection, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, urinary tract infection, bacterial vaginosis and abdominal pain had resolved and the benign breast neoplasm, fibrocystic breast disease, weight increased, infection, headache, hot flush, secretion discharge, cyst, menstruation irregular and feeling abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, benign breast neoplasm, coeliac disease, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibrocystic breast disease, headache, hot flush, infection, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, secretion discharge, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of removal: (B)(6) 2013 as per pfs, (B)(6) 2014 as per mr. Trailing coils: right: 3 on (B)(6) 2018, patient underwent unilateral oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (right tube occluded). On an unknown date, ultrasound pelvic transvaginal showed linear, hyperechoic structure in the right aspect of the uterus is likely an essure device, possibly extending into the cornea. The left essure device is not visualized sonographic ally. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure. Device location of device: slightly movement, migration of essure device location of device: slight movement"), pelvic pain ("pain") and coeliac disease ("autoimmune disorder type of disorder: celiac") in an adult female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included overweight and hemorrhagic ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), mood swings ("hormonal changes describe: bad mood swings"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast and by regularly"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (full), right salpingectomy, oophorectomy (bilateral removal of ovaries)) and surgery (hysterectomy (full), right salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, coeliac disease, mood swings, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and weight decreased had not resolved. The reporter considered allergy to metals, coeliac disease, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in the dates of removal: (B)(6) 2013 as per pfs, 03oct2014 as per mr. Trailing coils: right: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) on an unknown date, ultrasound pelvic transvaginal showed linear, hyperechoic structure in the right aspect of the uterus is likely an essure device, possibly extending into the cornea. The left essure device is not visualized sonographic ally. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, concomitant disease, new events device dislocation, mood swings, menorrhagia, vaginal haemorrhage, fungal infection, female sexual dysfunction, coeliac disease, nausea, allergy to metals, dysmenorrhea, dyspareunia, fatigue and weight decreased added. Outcome for the events device dislocation, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, fungal infection, female sexual dysfunction, coeliac disease, nausea, allergy to metals, dysmenorrhea, dyspareunia, fatigue and weight decreased added as not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure. Device location of device: slightly movement, migration of essure device location of device: slight movement"), pelvic pain ("pain") and coeliac disease ("autoimmune disorder type of disorder: celiac") in a 23-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included allergens nos (allergy shot) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2011, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: bad mood swings"). In (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain"). In (B)(6)2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast and by regularly"). In (B)(6)2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), bacterial vaginosis ("bv"), benign breast neoplasm ("benign tumor in both breast"), fibrocystic breast disease ("fibrocystic breast disease ") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), right salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) -2013. At the time of the report, the device dislocation, coeliac disease, mood swings, menorrhagia, vaginal haemorrhage, allergy to metals, dyspareunia and weight decreased had not resolved, the pelvic pain, vulvovaginal mycotic infection, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, urinary tract infection, bacterial vaginosis and abdominal pain had resolved and the benign breast neoplasm, fibrocystic breast disease and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, benign breast neoplasm, coeliac disease, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibrocystic breast disease, menorrhagia, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of removal: (B)(6)2013 as per pfs,(B)(6) 2014 as per mr. Trailing coils: right: 3 on (B)(6)2018, patient underwent unilateral oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: unilateral occlusion (right tube occluded) on an unknown date, ultrasound pelvic transvaginal showed linear, hyperechoic structure in the right aspect of the uterus is likely an essure device, possibly extending into the cornea. The left essure device is not visualized sonographic ally. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs received.events:infection (bladder/ urinary tract/vaginal) type: utis/yeast infection/bv, benign tumor in both breast, fibrocystic breast disease, weight gain, abdomen pain were added. Historical drug, concomitant drug were added.events outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure. Device location of device: slightly movement, migration of essure device location of device: slight movement'), pelvic pain ('pain') and coeliac disease ('autoimmune disorder type of disorder: celiac') in a 23-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and hemorrhagic ovarian cyst. Concomitant products included allergens nos and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In 2011, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)/huge clot during periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: bad mood swings"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast and by regularly"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), coeliac disease (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), bacterial vaginosis ("bacterial vaginosis"), fibrocystic breast disease ("fibrocystic breast disease"), abdominal pain ("abdomen pain"), infection ("I have ton of infection"), headache ("chronic headaches"), hot flush ("hot flashes"), secretion discharge ("mucus discharge"), cyst ("found cyst"), menstruation irregular ("I had been off my periods for 2 weeks") and feeling abnormal ("brain fog") and was found to have weight decreased ("weight gain / loss specify which one: weight loss") and benign breast neoplasm ("benign tumor in both breast"). The patient was treated with surgery (hysterectomy (full), right salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, coeliac disease, mood swings, menorrhagia, vaginal haemorrhage, allergy to metals, dyspareunia and weight decreased had not resolved, the pelvic pain, vulvovaginal mycotic infection, female sexual dysfunction, nausea, dysmenorrhoea, fatigue, urinary tract infection, bacterial vaginosis and abdominal pain had resolved and the benign breast neoplasm, fibrocystic breast disease, weight increased, infection, headache, hot flush, secretion discharge, cyst, menstruation irregular and feeling abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, benign breast neoplasm, coeliac disease, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibrocystic breast disease, headache, hot flush, infection, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, secretion discharge, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of removal: (B)(6) 2013 as per pfs, (B)(6) 2014 as per mr. (B)(6) coils: right: 3. On (B)(6) 2018, patient underwent unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (right tube occluded). On an unknown date, ultrasound pelvic transvaginal showed linear, hyperechoic structure in the right aspect of the uterus is likely an essure device, possibly extending into the cornea. The left essure device is not visualized sonographic ally. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received-new event I have ton of infection, chronic headaches, hot flashes, mucus discharge, found cyst, I had been off my periods for 2 weeks, brain fog were added and reporters information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.